Event description:
The complainant reported that, during outpatient cataract surgery, the main arm of the operating microscope spontaneously collapsed onto the patient's face. This incident occurred during phacoemulsification, at the time when the phacoemulsifier and chopper were being used to remove the contents of the cataractous lens from the patient's eye. As a consequence of this collapse, the patient sustained a rupture of the posterior lens capsule, which was repaired three days after the event, and a wound to the upper lip, which was sutured on the same day.